Event description:
Literature: pereira eac, wang s, paterson dj, stein jf, aziz tz, green al. Sustained reduction of hypertension by deep brain stimulation. J clin neurosci. 2010;17(1):127-127. Summary: the article describes sustained, significant, reduction of hypertension in a (B) (6) male implanted with dbs for facial pain refractory to both pharmacological analgesia and motor cortex stimulation. Reportable event: it was reported the patient underwent surgery at 8 months post implant after an electrode fracture due to mild accidental head trauma. The patient underwent revision surgery.

Manufacturer narrative:
(B) (4).